Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trending.

Event description:
Patient underwent a left transcarotid artery revascularization, and the procedure was completed without issue. Approximately 1 hour after moving to the pacu, the patient was confused and aphasic. A CT was negative for a brain bleed, cta negative for large vessel occlusion or any issue with the stent. MRI confirmed a left mca territory acute infarct with persistent aphasia.